Event description:
When turning on the unit for a stat c-section case, there was no o2 flow. Patient reportedly incurred an hypoxic insult. Investigation/conclusion: ge healthcare's investigation into the reported occurrence is still ongoing.